Manufacturer narrative:
Work order indicated the battery needed replacement and would not hold charge. The battery was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the battery wouldn't hold charge. There was no patient present.